Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2013 (B)(6); product type lead product ID neu_unknown_lead, serial# unknown, implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708120, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID neu_unknown_lead, serial# unknown, implanted: 2013 (B)(6); product type lead product ID neu_unknown_lead, serial# unknown, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the migraine gradually resolved with medication. It was noted that this was not unusual for the patient. It was noted that no further troubleshooting or diagnostic testing was done. It was noted that there was no additional intervention involving the stimulator. It was noted that the stimulation was working well to control the patient¿s non-migraine headaches. It was noted that the manufacturer representative expected to see the patient tomorrow at their scheduled post-operative visit. Additional information received reported that the patient was doing very well and looked better than the manufacturer representative had ever seen the patient.

Event description:
Additional information received reported that the patient had bad migraines after surgeries.

Event description:
It was reported that a patient woke up in the post anesthesia care unit with a migraine after having their leads replaced. Migraines were different than the patient¿s normal occipital headaches. Patient did not want their stimulation turned on or to be programmed. Patient was admitted to the hospital for pain control due to the late hour and her migraine. The patient's pain was being controlled with intravenous medication. It was reported that migraines were not new for this patient. The patient had frequent periodic migraines along with their constant occipital headaches. This migraine might have been triggered by the implant but it was not unusual for the patient to have a migraine.